Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and optical coherence tomography catheter may have further aided the analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the deliver device, coagulation of blood and/or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. It is possible that during the procedure the guide wire and or optical device became damaged resulting in the reported difficulty to remove; however, this could not be confirmed, and the devices were not returned for evaluation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified right coronary artery. During removal of an unspecified optical coherence tomography catheter and an unspecified balance middleweight guide wire both devices became stuck and had to be removed as one unit. A new unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.